Event description:
Event description guidant received information that a lead revision was performed because of out of range pacing impedances. The shock impedance was normal and stable, however the thresholds had increased. The r wave was normal.